Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a system upgrade from a dual chamber pulse generator to a cardiac resynchronization therapy pacemaker (crt-p). Stable lead measurements were observed post procedure. However, three days later, alerts were generated from the patient's home monitoring system for right ventricular (rv) pacing impedance measurements less than 200 ohms and greater than 3000 ohms. The out-of-range measurements triggered the lead safety switch (lss) which switched the rv pacing configuration from bipolar to unipolar. Additionally, impedance testing displayed error values due to noise. Data and reports were reviewed by boston scientific technical services (ts) who noted the device power consumption was high above the expectation even with high outputs. The ts consultant discussed possible reasons for the clinical observations and recommended generator replacement. X-ray was performed and was unremarkable. Several programming changes were performed by the physician, and the replacement procedure was scheduled. Prior to the procedure, the patient presented to the emergency room with diaphragmatic pacing. Interrogation identified the device was operating in safety mode. System evaluation was performed at the revision procedure. All lead terminal pins were confirmed to be fully inserted in the device header and there were no signs of blood in the header. Lead impedance measurements were stable on all three leads. However, the rv lead exhibited high thresholds in unipolar and bipolar modes with a pacing system analyzer (psa) and the replacement generator. Therefore, the decision was made to implant a new rv lead. The existing rv lead was surgically abandoned as explant efforts were unsuccessful due to the inability of the helix to retract and no lead movement occurred with gentle pulling. The explanted device will be returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received a system upgrade from a dual chamber pulse generator to a cardiac resynchronization therapy pacemaker (crt-p). Stable lead measurements were observed post procedure. However, three days later, alerts were generated from the patient's home monitoring system for right ventricular (rv) pacing impedance measurements less than 200 ohms and greater than 3000 ohms. The out-of-range measurements triggered the lead safety switch (lss) which switched the rv pacing configuration from bipolar to unipolar. Additionally, impedance testing displayed error values due to noise. Data and reports were reviewed by boston scientific technical services (ts) who noted the device power consumption was high above the expectation even with high outputs. The ts consultant discussed possible reasons for the clinical observations and recommended generator replacement. X-ray was performed and was unremarkable. Several programming changes were performed by the physician, and the replacement procedure was scheduled. Prior to the procedure, the patient presented to the emergency room with diaphragmatic pacing. Interrogation identified the device was operating in safety mode. System evaluation was performed at the revision procedure. All lead terminal pins were confirmed to be fully inserted in the device header and there were no signs of blood in the header. Lead impedance measurements were stable on all three leads. However, the rv lead exhibited high thresholds in unipolar and bipolar modes with a pacing system analyzer (psa) and the replacement generator. Therefore, the decision was made to implant a new rv lead. The existing rv lead was surgically abandoned as explant efforts were unsuccessful due to the inability of the helix to retract and no lead movement occurred with gentle pulling. The explanted device will be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This crt-p was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device confirmed it was operating in safety mode, and device memory analysis revealed the device reverted to safety mode on 28 december 2024 due to three faults associated with failed rv impedance measurements. Each unsuccessful lead impedance measurement resulted in a fault, and a system reset was performed. Three resets occurring within a 48-hour window resulted in the device reverting to back-up safety mode (per device design). Additional review of device memory confirmed the presence of a higher-than-normal current drain condition that started on 21 december 2024, and the following two rv daily impedance measurements were out of range. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within the rv pacing switch of a custom integrated circuit (ic) component. Engineers determined that this anomaly resulted in the observed clinical observations. Integrated circuits are manufactured by depositing many thin layers of conductive (metal) and nonconductive (glass/oxide) material on a semi-conductive substrate. Depending on purity of the materials used, the specific processes used to deposit these thin layers, and the microparticulate count of the chambers in which the depositing process is accomplished, impurities can be introduced in normally nonconductive oxide layers that would allow electricity to flow where it should not. Despite the manufacturers' best efforts to control the manufacturing processes, impurities can be introduced in normally non-conductive oxide layers that can degrade performance and introduce latent component anomalies. Boston scientific's investigation of this behavior determined that over time, this anomaly can result in a high current drain (leading to premature battery depletion) and may also alter device function, including anomalous pacing output with a potential to impact lead integrity, an inability to deliver the full programmed energy or successfully complete lead impedance measurements, and/or safety mode. Boston scientific has worked with integrated circuit manufacturers to implement continuous manufacturing improvements over time to reduce oxide anomalies, such as improving purity of the materials used, tightening manufacturing clean room particle count specifications, and improving handling and inspection/screening techniques. However, medical device manufacturers are subject to the inherent limitations of current integrated circuit technologies. While the rate of occurrence for this issue is very low, boston scientific continues to closely monitor this behavior and will continue to pursue potential improvements with respect to integrated circuit design, manufacturing processes, and testing/screening to minimize the impact of this issue for patients and physicians.